Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The event investigation is underway. This event is being reported because this device is the same or similar to one marketed in the united states (B) (4)

Event description:
It was reported that after the successful placement of a vena cava filter, the physician experienced difficulties removing the introducer sheath from the right inguinal region. Upon removal, the two radiopaque markers detached from the introducer sheath and remained in the patient. One was surgically removed. The other band migrated to the right hypogastric vein and was secured to the hypogastric vein wall with a stent. The patient was reported to be doing well.